Manufacturer narrative:
Other applicable components are: product ID 3889-33, lot# va0h959, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
A healthcare professional (hcp) reported a patient had a fall and there is a disconnection with the system somewhere and the hcp stated patient will need a surgical revision. There was no indication of a set day for revision. The hcp stated that a "lead was knocked loose" due to the fall and is not connected to the device. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.